Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was displaying the battery indicator. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was displaying the battery indicator since she obtained the meter. On three days earlier, the patient reported having a headache and feeling thirsty and tired. She skipped a dose of or stopped her diabetes medication (she does not recall the name of the medication.) The patient visited her physician and a blood and urine test were performed. She does not know what the result was, but states it was high. No changes were made to her diabetes regimen and she did not receive any intervention. The meter issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient alleged that she had symptoms of high blood glucose after the reported issue and the patient stated that her blood glucose was high at the physician's office.